Event description:
It was reported that the ventilator shut down with an audible alarm and displayed reset while connected to a patient. After approximately 20 seconds, the ventilator powered back up again. The patient was at the doctor's office when the incident occurred. The patient was placed on another ventilator. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. The ventilator also passed the final test procedure and all alarm testing. Analysis of the event trace indicates a single instance of a ventilator shut down (ln vent1). The event trace contains no other unusual alarm types or incident counts.